Event description:
Upper respiratory infection; I was using the remstar pro c-flex plus philips respironics c-pap machine (sn (B)(4)) and caught a really bad cold with congestion in my sinuses and throat, which lasted for about five weeks. I was so congested that I could not use my CPAP machine because I could not breathe through my nose. Once my sinuses cleared up, I started using the machine and the first night I used it, I developed congestion again. I stopped using the machine once I learned of the recall. My throat and sinuses cleared up. I recently learned of the machine's recall by its manufacturer (philips), so I am not using the machine at all right now because I am concerned about the sound abatement foam in the machine. Philips has not indicated when or how the foam in the machine will be replaced. I am writing with hopes that the FDA can pressure philips to expedite the process, as I have severe sleep apnea and need the machine to sleep more comfortably and better manage my blood pressure. FDA safety report ID # (B)(4).